Event description:
It was reported via social media that the patient is experiencing lack of pain relief from their superion indirect decompression (ID) implant. The patient stated they have taken pain medication in addition to injections, however, continues to not assist with the pain. Additional information has not been provided despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.